Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. The lm reviewed the customer provided the cds processes where the following deviations from the IFU was confirmed: the suction was not performed in both states of the suction button being pushed in one step and being pushed in all the way; the air/water channel and balloon irrigation channel were not being irrigated using the air/water (a/w) button and aw channel irrigation adapter; the forceps elevator was not raised and lowered three times under immersion in cleaning solution. The device was evaluated where a foreign material was found adhering to the water supply pipe inside the air supply and water supply cylinder, as well as on the back of the air supply and water supply button and the suction button. The results of the component analysis showed that proteins were detected along with rust from foreign matter attached to the inside of the air and water supply cylinder, but it is not possible to determine the origin of the proteins, which may be human-derived or components of the cleaning agent. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Olympus received additional information clarifying that the subject device tested positive for an unknown number of colony forming units (cfus) of candida albicans after a routine culture on (B)(6) 2024. It was re-cultured on (B)(6) 2024 and the same microorganism was detected.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. During follow-up with the user facility, it was noted that the subject device was used on 12 patients between the first sample collection for culture test on 22aug2024 and the second sample collection for culture test on 05sep2024 and that the 12 patients were suspected to have an infection. It was further noted that a patient had undergone an endoscopic retrograde cholangiopancreatography procedure on 19jul2024, after which, candida albicans was detected in the bile. The same microorganism were subsequently detected in two other patients through bile and blood cultures on unspecified dates. The relationship was unknown.15 additional complaints were created for the 15 alleged patient infections. This complaint is related to manufacturer report numbers 3002808148-2024-08985 and to the following linked patient identifiers: (B)(6). This MDR is for the second positive culture obtained on 05sep2024. Updates are added to the following fields: b5, d8, d9, h11.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrovideoscope tested positive for mold in the culture test after cleaning. The issue was found during testing on (B)(6) 2024 inside of the forceps channel and testing on (B)(6) 2024. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. No clinical use of the device after detection of bacteria on the outer surface and in the channel.